Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool was working only intermittently. No visible damage to the device or unusual appearance while using the cutting tool. They tried troubleshooting by swapping out all cords and power, etc. They tried a new kit and it worked fine. Case was completed with minimal delay to troubleshoot and open a new kit. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9, g-3, g-6, h-2, h-3, h-6, h-10. A lot of history record review was completed for lots 3000389279, 3000385859, and 3000384413 the last 3 lots shipped to the account prior to the event/aware date. For lot 3000389279 and 3000384413. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 3000385859. There was one (1) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.